Event description:
It was reported to medtronic minimed that the customer received a pump error 63 (hardware low level failures), battery failed alarm, stuck button alarm and the pump became frozen. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and the customer reported blank display. The customer also reported that the pump was not exposed to a moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No frozen screen, blank display noted. The pump received with intermittent middle button response noted during testing. However, pump passed the active current test, sleep current test, self-test and displacement test. Successfully downloaded history files and traces using thus. No unexpected pump error 63, failed batt test alarm, stuck button alarm did not occur during testing. However, stuck button alarm was found in the download on event date12/20/2025 18:20:18.000, 12/20/2025 18:21:05.000, 12/20/2025 19:15:47.000, 12/20/2025 19:34:18.000, pump error 63 on 12/20/2025 20:01:29.000 and failed batt test alarm on 12/20/2025 19:55:19.000, 12/20/2025 20:32:58.000, 12/20/2025 20:35:21. Pump was cut open to perform visual inspection and found no moisture damage on electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Test sc1-cap locked properly into reservoir compartment. The following were noted during visual inspection: unit had scratched case, stained keypad overlay. Frozen screen, blank display not confirmed. Stuck button alarm, pump error 63, failed batt test alarm in history file and intermittent keypad at the middle button due to flattened keypad button dome. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.